Event description:
Since approx 9/00, an issue re: a white residue deposited by bd 19g 1 inch needles onto medication vial tops and additive ports of IV solutions has been the source of discussion/investigation between facility and the MFR. A co analysis in 11/00 confirmed that the material observed were pieces of epoxy bead. These occurrences do not appear to be limited to a particular lot and are a continuing issue.